Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank screen the insulin pump. Customer's blood glucose level was 186 mg/dl. Customer stated that the buttons were unresponsive even after changing the battery of the pump. Customer reported that he did not receive a low battery alert prior to the off/no power alert. Customer was advised that unattended alarms will drain the battery. Customer placed a new energizer max aaa alkaline battery in the pump, but now the pump shows batt out limit alert. Customer was advised to monitor the pump and time battery changes very carefully as having a battery out of the pump for too long will cause the alarm. No additional information provided.